Event description:
It was reported that during a pulsed field ablation (pfa) procedure utilizing the faraview system, a faradrive steerable sheath was selected for use. During the initial introduction of the farawave catheter, air bubbles were observed within the sheath irrigation system despite aspiration. The air was reported to be confined to the flushing line and aspiration syringe. No air was observed in the patient. The sheath was exchanged, and the procedure was completed using a replacement faradrive sheath. No patient complications occurred, and the patient recovered fully.